Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the customer reported issue and replaced the e-100 generator to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-100 was analyzed, and failure analysis investigation replicated the customer reported complaint. The e-100 was installed onto the test system and failed during testing. The power led turned red, and the bipolar led did not turn on. The unit cannot cut/seal.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the e-100 generator's power button was red. The customer power cycled the e-100 without resolving it. The customer checked the cable connections and toggled the main power switch. The synchroseal instrument was disconnected from the e-100 and the unit still faulted. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with the erbe generator. Patient demographics was provided.

Event description:
Refer to h11 for follow-up information.